Event description:
Rayner intraocular lenses limited received notification from the (B)(6) of an event that occurred during use of a c-flex aspheric 970c intraocular lens. The event description provided by the healthcare facility states "haptic tore as it was being inserted into the eye."

Manufacturer narrative:
The reference (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. The healthcare facility took corrective action in the initial surgery session. The c-flex aspheric 970c intraocular lens was explanted. The healthcare facility has confirmed that the pt was not injured as a result of this event. Our existing complaint data, from the date of manufacture of the c-flex aspheric iol (12/2011) was reviewed in order to determine if any trends existed. This review concluded that no other complaints, of any type, have been received against the c-flex aspheric batch 121e31451. Our review of production records for the c-flex aspheric batch 121e31451 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch, were within tolerance, met specification limits and were without defects.